Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the user verification test (uvt) and performance testing, all passed. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of device evaluation: the main board was evaluated and the problem reported by the customer was confirmed and duplicated. The pt802 transducer was found to have recorded faults in the events log. However it was successfully calibrated not having effect on vte after calibration. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. The reported problem was isolated to solenoid failure. This was addressed by CAPA ca 2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.